Event description:
It was reported that the skin where the implantable neurostimulator (ins) was implanted was very thin and blue, and there was the risk of a possible perforation. The event was said to be related to the ins. A revision of the wound was performed, along with a ¿fatplasty,¿ and the event resolved without sequelae. Follow-up is being conducted for clarification regarding the patient¿s implant date. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Implant date updated.

Event description:
Additional information received reported the event resulted in an unscheduled clinic or office visit; an examination was performed on (B)(6) 2014.

Event description:
It was later reported that the clinical diagnosis of ¿risk of stimulator perforation¿ was updated to ¿implant site was very thin and blue.¿

Event description:
Additional information reported the patient was not hospitalized.

Manufacturer narrative:
Product ID: 3389-28, lot# b0823074k, implanted: (B)(6) 2008, product type: lead. Product ID: 3389-28, lot# b0825133k, implanted: (B)(6) 2008, product type: lead. Product ID: 748295, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 748295, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. The manufacturer representative reported that the implant date was (B)(6) 2008, though the listed manufactured date of the device is 2013-08-23. Follow-up for clarification is being conducted. (B)(4).